Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, frayed wires were identified on the pk dissecting forceps instrument. Customer was not aware of any adverse event on previous procedures. There was no patient harm, adverse outcome or injury reported.